Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02079. It was reported the patient's scs system amplitude cannot be turned up. A system diagnostics showed low/invalid impedance. The patient's physician has referred the patient to a surgeon for an ipg replacement. Surgical intervention is planned for a later date.